Event description:
Customer reported during set up of a pt's chemo treatment, a leak was discovered in the seam of the bag on this set. No pt involvement has been reported at this time.

Manufacturer narrative:
Customer has discarded samples due to chemo contamination. CAPA mdq-CAPA was opened in 2004 and closed in 2005 for this issue. Due to the market withdrawal of the 6060 homerun pump MFR of the associated sets has been discontinued. Baxter will continue to analyze complaint data to determine if there are any trends.